Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) . Per the home patient (hp), he turned the hc off and went back to bed. The supply bag was empty and the heater bag was half full. The technical service representative (tsr) explained the alarm. The hp finished with manual bag. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up call the hp stated that he does not have any idea what caused the alarm. The hp stated that he did not notice anything wrong with the supplies. The hp stated that he turned off the hc, disconnected and went to bed. The hp stated that the next morning he did a manual exchange. The hp stated that he did contact his nurse and proper procedures were reviewed with the hp.